Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that two infusion set tube was detached from connector within 12 hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.